Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2015 with the following findings: the display screen was dim and discolored. Loss of prime related alarms were discovered in the pump¿s history. The pump was opened and an intermittent condition was found to the force sensor pins due to a cracked trace. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored and the force sensor trace was cracked. This report is made based on results of investigation completed on 11/18/2015.